Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned; single-use device.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date in (B)(6) 2022. Confirmation testing was done at a physician's office 12 hours later and generated a positive result. No additional information, including patient treatment or outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h6: health effect - impact code .h3 other text : device discarded; single-use.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date in sep2022. Confirmation testing was done at a physician's office 12 hours later and generated a positive result. No additional information, including patient treatment or outcome, was provided.